Event description:
The customer reported that a leak was identified during an infusion. However, at this stage they are unable to confirm the location or which of the products in use was the leak on. In view of this they have raised the issue with all of the manufactures. From the reported information, there aer no indications of serious injury to the pt or user as a result of this incident. No additional information provided.

Manufacturer narrative:
(B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.